Event description:
Attorney's report of patient's alleged severe pain, nerve damage and explant of the mesh plug due to defective plug.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Medical records rec'd to date do not cover explant of mesh.